Event description:
It was reported that the implantable pulse generator (ipg) reached premature elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.